Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. This type of event has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient had several power disconnection alarms while batteries or ac power was connected to the controller's power port 2 connection. The patient reported that this was occurring even when the power indicator showed that the battery had more than 25% capacity. The site reported that the issue could not be reproduced by manipulating the connections. The device was exchanged with no reported patient consequence.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received have been updated accordingly. It was reported that patient experienced several power disconnection alarms involving power source 2 in controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed functional testing and visual examination. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors. Log file analysis did not reveal any alarms near the reported event date. The most likely root cause of the reported  event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnection heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following have been updated accordingly: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any alarms near the reported event date. Review of the data file revealed several power switching events due to momentary disconnections and communication errors. A momentary disconnection will result in an audible tone when the battery reconnects. However, an internal investigation has been opened evaluate the momentary disconnections. The most likely root cause of the reported "power disconnect" event can be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. Analysis of the controller was not performed since the device was not returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.